Event description:
It was reported that after self test the device constantly beeped. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. The event log was unable to be downloaded. The reported issue was replicated. The device started double beeping upon the device power up. The root cause for reported issue was the downstream sensor. The downstream senor was replaced.